Event description:
It was reported to philips that the system's suite computer shutdown, preventing completion of the procedure. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, emergency examination was performed by the customer when the issue occurred; procedures were cancelled and re-examined the following day, and the procedure was successfully completed. The philips field service engineer (fse) inspected the system on site and confirmed that suite computer shut down. Upon troubleshooting fse found that the suite pc was defective. To resolve the issue, fse replaced suite pc. After replacement, the system was returned to use in good working conditions. The system was returned to use in good working order.

Manufacturer narrative:
Corrected data: evaluation method code, health impact code and additional narrative. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the emergency procedure. The procedure was rescheduled next day and it was completed successfully. The philips field service engineer (fse) inspected the system on site and confirmed that the suite pc was not starting. Upon troubleshooting fse found that the suite pc was defective. The defective suite pc was returned for analysis, which concluded that it was unable to connect to the network due to faulty motherboard. The fse replaced the suite pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Corrected data: evaluation method code, health impact code and additional narrative. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the emergency procedure. The procedure was rescheduled next day and it was completed successfully. The philips field service engineer (fse) inspected the system on site and confirmed that the suite pc was not starting. Upon troubleshooting fse found that the suite pc was defective. The defective suite pc was returned for analysis, which concluded that it was unable to connect to the network due to faulty motherboard. The fse replaced the suite pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The catalog item identifier has been updated.